Event description:
A chest x-ray confirmed the unfavorable lead position within the anterior coronary vein. A revision was schedule for the following day. The physician elected to explant the lead and replace with another boston scientific lead of a different model type and at a new location due to the patient's anatomy. The procedure was completed with success and the patient reported in stable condition. The explanted lead is not intended to be returned and the physician alleged no product malfunctions.

Manufacturer narrative:
(B)(4). Following the revision procedure, this event will be further updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an impedance anomaly and loss of capture were exhibited with this left ventricular lead. The physician suspected the product had dislodged and scheduled a revision procedure. No allegations and no adverse effects have been reported.